Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer insulin pump they had a failed battery. The customer¿s current blood glucose level was 2.4 mmol/l. The customer stated that they had problem with pump in that they keep getting battery failure messages and there is a crack in the battery compartment area of the pump. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised that pump will need to be replaced. The insulin pump will not be returned for analysis.